Event description:
It was reported that the customer was hospitalized due to low blood glucose levels and kidney infection. Blood glucose level was in the 40 mg/dl range at time of admissions. Significant events that lead to the hospitalization were customer was unaware of what was going on and unable to talk. Trouble shooting was performed. Customer primes the insulin pump properly. Time, basal rates and bolus wizards were correct. Customer inspected reservoir, reservoir and the pump show the same insulin volume. During trouble shooting customer felt cold sweats and heart racing. Customer was advised to check her blood glucose level, 112 mg/dl. No magnetic resonance imaging exposure. Customer was advised to talk to her doctor about cold sweet, rapid heart beat, and low blood glucose levels. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.